Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints in the reported lot number and from the same facility. (B)(4).

Event description:
A healthcare professional reported, during surgery when implanting the intraocular lens (iol) the surgeon heard a crack and noticed the cartridge cracked during lens insertion. The lens was not impacted and the surgery was completed with that lens and no harm to the patient. Additional information is requested.